Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Which was confirmed, with the healthcare provider (hcp). Reported,they met with the patient last week. The contact with a high impedance value wasn¿t an active contact. And therapy didn¿t seem to be interrupted. So, there was no surgery planned at this time.

Manufacturer narrative:
Section d10 references: product ID 3391s-40 lot# va1mqu9 implanted: (B)(6) 2019 product type lead product ID 3708640 lot# serial# (B)(6) implanted: (B)(6) 2019 product type extension product ID 3391s-40 lot# va1mqu9 implanted: (B)(6) 2019 product type lead, product ID 3708640 serial# (B)(6) implanted: (B)(6) 2019 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported there was intermittent heating/warming sensation at the implant site. The sensation was random and came on for a second or two and then went away. The issue was not caused by a particular body position or body movement and wasn¿t related to recharging or not being recharged. An impedance check was performed which show high on electrode #2 on the left side at 17,300 ohms, but the electrode wasn¿t being used. There was no change in efficacy or therapy.